Event description:
It was reported that during an unk procedure the clips didn't close correctly. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.